Event description:
The customer called for help with her contour system. She performed control tests during the call and received results of 352 and 322 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
Testing of the returned strips gave e11 error codes . The e11 error codes were most likely due to the strips being exposed to a moist environment. Strips exposed to this type of environment could also produce high results.